Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced a significant nosebleed which would not stop thus they called the paramedics. This patient then sat down and received inappropriate anti-tachycardia pacing (atp) and five shocks due to an atrial arrhythmia. It was noted that therapy was exhausted. This patient presented to the emergency room (ER) and was fine then, with a resting heart rate in 130 beats per minute. Technical services discussed programming optimization. This ICD remains in service. Other than the inappropriate shocks, there were no adverse patient effects were reported.